Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 525 mg/dl with moderate ketones associated with an alleged inaccurate delivery issue. The patient reportedly discontinued the pump, administered 5 units of insulin via an insulin pen, and later went on a different insulin pump. The alleged inaccurate delivery issue reportedly began on (B)(6) 2016. Troubleshooting could not be completed at the time of initial contact. Customer technical support made attempts to contact the reporter for troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an unspecified inaccurate delivery issue.

Manufacturer narrative:
Follow-up # 1 date of submission 5/21/2017. Device evaluation: the device has been returned and evaluated by product analysis on 5/01/2017 with the following findings: a review of the pump¿s black box history showed an unexplained loss of prime on (B)(6) 2016 at 17:33. This was followed by a ¿basal edit not saved¿ error, indicating that the user attempted to edit the basal rate but did not select save. During testing, the pump¿s ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 48 units after 24 hours on a 2 unit/hour duration test. No errors, alarms or warnings occurred during testing therefore the investigation was unable to duplicate the initial complaint. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.